Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a leucovorin infusion, there was leaking from where the texium on the secondary set connects to the y-site of the primary tubing. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak between the texium secondary set and the smartsite of the primary set was not confirmed. Visual and microscopic inspection revealed no anomalies or evidence of damage. Functional and pressure testing resulted in no leaking. The root cause of the customer¿s report was not identified. The primary mating set was not returned for investigation.